Manufacturer narrative:
The customer report of fluid splatter and leaks from the maxplus connector, identified as a result of valve stick down, was confirmed based on additional functional evaluation of the received samples. The root cause of valve slow return/stick down was identified as a valve molding issue (mismatch out of specification). Testing was performed on the received used valve by activating the valve using a lab (monoject 6ml) syringe. After one minute, the syringe was disconnected from the valve and it was observed that the valve remained stuck down. It stayed in this state for approximately ten seconds before slowly rising/returning to its natural state (temporary stick down). Reattempts of activating the valve using various syringe models/sizes (monoject 6ml, bd 10ml, bd 30ml, terumo 50ml) and a set luer tip of longer length observed no further stick down. Further testing was performed. There was no stick-down, fluid splatter, or any issues observed. The test was repeated with the valve kept activated overnight. Disconnection of the syringe after this period of time had no stick-down, fluid splatter, or any issues observed. A luer gage was also inserted within the valve; however no step was noted at the valve housing's parting line area. The root cause of valve slow return/stick down was identified as a valve molding issue (mismatch out of specification).

Event description:
It was reported that the cancer infusion center staff, experienced leaks at the maxplus connector that was in use for approximately 2 hrs. The rn noticed splattering from the connector when the PICC line and a non bd extension set was clamped, the rn disconnected the syringe from the luer lock on the connector resulting excess pressure to spatter fluid onto the chux.. The customer reported no patient or user harm.

Manufacturer narrative:
The customer¿s report of fluid splatter and leaks from the maxplus connector was not confirmed. Testing was performed by activating the valve using a lab (monoject 6ml) syringe. After one minute, the syringe was disconnected from the valve and it was observed that the valve remained stuck down. It stayed in this state for approximately ten seconds before slowly rising/returning to its natural state (temporary stick down). Reattempts of activating the valve using various syringe models/sizes (monoject 6ml, bd 10ml, bd 30ml, terumo 50ml) and a set luer tip of longer length observed no further stick down. Further testing was performed. A lab extension set was attached to the valve's exit end. The valve was activated with a saline filled bd 10ml syringe and the fluid was pushed through. The syringe remained connected for one minute. As reported, the extension set was clamped prior to the syringe being disconnected. There was no stick-down, fluid splatter, or any issues observed. The test was repeated with the valve kept activated overnight. Disconnection of the syringe after this period of time had no stick-down, fluid splatter, or any issues observed. A luer gage was also inserted within the valve; however no step was noted at the valve housing's parting line area. The root cause was not identified.

Event description:
It was reported that the cancer infusion center staff, experienced leaks at the maxplus connector that was in use for approximately 2 hrs. The rn noticed splattering from the connector when the PICC line and a non bd extension set was clamped, the rn disconnected the syringe from the luer lock on the connector resulting excess pressure to spatter fluid onto the chux.. The customer reported no patient or user harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Requested patient demographics however customer decline to answer. Concomitant medical products: PICC line, syringe.

Event description:
It was reported that the cancer infusion center staff, experienced leaks at the maxplus connector that was in use for approximately 2 hrs. The rn noticed splattering from the connector when the PICC line and a non bd extension set was clamped, the rn disconnected the syringe from the luer lock on the connector resulting excess pressure to spatter fluid onto the chux.. The customer reported no patient or user harm.